Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00240, 00242, 00243.

Event description:
Allegedly patient presented with pain in the hip and a preop cocr level of 4.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was dimensionally inspected and photographic images were made of the product.(B)(4).